Event description:
Upon investigation, the complaint was not confirmed. The pump was returned for air in cassette alarms. Preliminarily investigation indicated the av valve had been sticky. The pump ran through final acceptance several times on different cassette sets without issue. The pump was reverted to manufacturing mode and passed front housing tests several times. Unable to reproduce any air in cassette alarms.

Event description:
The following has been reported: biomed reported: one more pump is alarming air in cassette after being cleaned that pump is (B)(4). (B)(6) 2024 - biomed reporting cleaned and still alarming. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.